Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received undeployed and fully covered. Destructive inspection was performed, the delivery system was disassembled to identify any torsion (rotational damage), and the outer sheath was found twisted. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported events of stent partially deployed and handle break. There was no objective evidence to confirm the handle break and the stent was received undeployed and fully covered. Furthermore, a labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications, as the outer sheath was found twisted during the destructive inspection. The instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The user did not follow the steps cited in the IFU. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the pancreas to treat pseudocyst drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the stent's second flange was released, the locker did not work despite the physician's several attempts to unlock it, and the device got broken. The stent was partially deployed when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the pancreas to treat pseudocyst drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the stent's second flange was released, the locker did not work despite the physician's several attempts to unlock it, and the device got broken. The stent was partially deployed when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.